Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure (MFR report #: 3006630150-2013-00299). A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
2012 additional information was received that an electrocautery was used in the patient's previous revision. The patient underwent an explant procedure and was doing well after. Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off is higher than expected. The analog integrated circuit damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit. The use of electrocautery during the revision resulted in the reported complaint.

Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure (MFR report #: 3006630150-2013-00299). A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure (MFR report #: 3006630150-2013-00299). A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement.